Event description:
The doctor claims that a previously implanted graft (MFR and type not reported) was explanted due to an infection not linked to the graft. The explanted graft was replaced with a hemashield graft (see inc# m08150510/14, MDR ref. # 6000072-2005-00049). The pt's post-operative condition was ok. The clinical outcome of the case was ok.